Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was verified in relation to the customer reported charred pins which was reproduced. Visual inspection found the rear case had charred and depressed contact pins. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump exhibited charred pins that was possibly thought to be corrosion that caused the pins to be discolored. There was no known patient injury or medical intervention associated with this event. No additional information is available.